Event description:
On may 4th 2000, mallinckrodt received an mp204 board from a customer for routine inspection. Upon eval it was found that the mp204 was providing high saturation readings of 8 points. No pt involvement.